Event description:
Report received of an over-delivery of dilaudid. The pump was programmed to deliver dilaudid 2mg/ml (100ml bag) in the continuous + bolus mode. The continuous rate was programmed for 2mg/hour with a bolus mode of 1.4mg and a 4 bolus dose/hour limit. According to the customer contact, the pump was alarming with a check cassette alarm. The bag was empty, but the pump indicated that there was still 20ml remaining to be delivered. There was no reported adverse pt event. No medical interventions were required for the pt. The pump was removed from clinical service, and a crack was noted on the bottom of the device that was not there when the pt received the device. Though requested, no further info was available.